Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 0022044. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. The cause of this defect could have happened that while passing the needle through the stopper vial the needle got clogged with the stopper vial material. During the manufacturing process a vision system is inspecting 100% all the products for clogged needles. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that 2 bd precisionglide¿ needles 25 g x 1 1/2 in experienced clogged/blocked needles. Product defect was noted during use. The following information was provided by the initial reporter: material no: 305127, batch no: 0022044. Reported issue: not able to squirt the contents out of the needle.